Event description:
It was reported that during a laparoscopic appendectomy procedure, after several applications of energy with the device, the error code displayed "relax pressure on blade". They removed the instrument from the patient and the active blade fell off of the device. Another device was used to complete procedure. No patient consequence reported.

Manufacturer narrative:
(B)(4). The device was returned with the distal tip of the blade broken off and returned with the device. The remaining blade portion was scratched. The device was functionally tested with the gen11 generator and the "instrument error" alert screen was received when tested on the gen04 generator an error code 5 was displayed. A probable cause of the device stop activating and display an error code 5 is blade damage. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in an error code 5 or blade "lockout" later in the procedure, and continued usage can result in a broken blade.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.